Event description:
A facility reported three cases of toxic anterior segment syndrome (tass). Additional info was received from a nurse indicating they have only two cases of tass. She stated they have changed quite a few of their procedures and are flushing their handpieces at the very start of each case, prior to use by the surgeon. The nurse additionally stated their task force will review the sterilizer filer cleaning and analysis of their water. A site visit is scheduled for (B)(6), 2010. A returned questionnaire indicates that with this particular pt, the tass is resolving and the pt is doing well.

Manufacturer narrative:
The handpieces will be sent in for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).